Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-05601. It was reported the patient has been receiving insufficient coverage/pain relief. An impedance check revealed high impedance. Reprogramming to provide effective therapy was unsuccessful. As a result, the patient may undergo surgical intervention.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05601. Additional information gathered revealed the patient's leads were explanted and replaced (with a single lead/different model) via surgical intervention. It was also reported the patient's ipg was electively explanted and replaced during the procedure.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05601. Follow-up revealed the patient is receiving sufficient coverage/therapy.